Event description:
Senseonics was made aware of an incident where the user complained of receiving low signal from the sensor. The sensor was inserted on (B)(6) 2025 and the issue began appearing since then. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.

Manufacturer narrative:
The customer complained of frequent sensor disconnections. As part of troubleshooting process, a placement test was performed which resulted in obtaining no better than "low" signal strength. To further determine if the issue was transmitter related, a transmitter replacement was issued to the customer. Despite the replacement of transmitter, the customer continued to experience the same issue. Since the problem persisted, the customer was then advised to return to their hcp for further assistance in locating the sensor and to discuss potential next steps, including removal and reinsertion. No further information was obtained regarding sensor removal. Based on the available information, the most likely root cause of the incident can be attributed to placement of sensor. Either it was inserted deeper than expected or inserted at an angle which could have prevented proper communication between the sensor and transmitter.